Event description:
Customer reported experiencing multiple intermittent occlusion alarms with their pump, but the alarm number could not be verified in the pump history. It was noted that the issue caused the customer's blood glucose level to be very high, although a specific value was not provided. To address the high bg level, the customer changed the infusion set and cartridge, drank water, and worked out, which helped resolve the issue. There was no indication that the customer required assistance from a third party. Customer changed the cartridge and infusion set to resolve the issue.